Event description:
Abscess at injection site, report received in 2006, from a consumer (age unknown), with no known allergies and no history of autoimmune disease, who was taking synthroid and wellbutrin concomitantly. On an unknown date the consumer injected herself with hylaform plus in the nasolabial folds. She developed an infection (date unknown) on one side of the nasolabial treatment sites that progressed into abscess. A culture and sensitivity test (date unknown), came back positive for an unspecified staphylococcus infection. On an unknown date the consumer's physician prescribed "multiple courses of oral keflex and clindamycin" which were not effective. The physician performed "multiple incision and drainage" procedure on the abscesses. On an unknown date the abscesses resolved. On an unknown date the consumer re-treated herself with hylaform plus without any untoward effects. Qa investigation results: review of the date did not indicate trends that could be associated to any product complaint.